Manufacturer narrative:
This product has been assessed for biocompatibility and has been found to be safe for it's intended use.

Event description:
On (B)(6) 2013, 3m (B)(4) was informed about a reaction that occurred on the same day when the 3m espe scotchbond universal adhesive was used. A female pt got swelling in the face (edema) and quick pulse. At the request of the pt, an emergency doctor was called and the pt was taken to hospital. At the hospital, the pt was treated with antihistamines and the symptoms quickly vanished and the lady could leave the hospital. Actually the pt is free of symptoms and doing well. Further info couldn't be gathered until the date of this report.